Manufacturer narrative:
The reported field event of backup operation was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Attempts were made to take the device out of reset and reload the product code. However, the device was unable to be taken out of reset. High current was noted during bench testing. The cause of backup vvi and high current was determined to be due to hybrid integrated circuit anomaly. The cause of integrated circuit anomaly could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the implantable cardioverter defibrillator found in backup operation. The device was unable to be restored, therefore the patient was admitted for changeout. The device was explanted and replaced. The patient was in stable condition.